Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed two of the devices have twisted/deformed tips and one device has a fractured tip. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review : per DHR review, the part was likely conforming when it left zimmer biomet control. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two drivers bent and one driver tip fractured during surgery. All fractured parts were retrieved. Another plug driver was used to complete the procedure. There was no reported patient impact. This is report three of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2021-00104 to 3012447612-2021-00106.

Event description:
It was reported that two drivers bent and one driver tip fractured during surgery. All fractured parts were retrieved. Another plug driver was used to complete the procedure. There was no reported patient impact. This is report three of three for this event.